Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which a battery change would not resolve. The customer's blood glucose level was not known. The customer reverted to manual injection for treatment. Nothing further was reported.